Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that after implant, there was no pacing. The doctor reopened the patient and found that the lead helix would not operate normally. The lead was explanted and replaced. No patient complications have been reported as a result of this event.